Event description:
It was reported that the nurse stated they've completed the rewarm phase and need to maintain patient in normothermia. Noted box under normothermia was flashing. Patient temperature (pt) was 36.5c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 1.0 l/m. Advised therapy was actively running. Patient was in hypothermia and once time had been met under rewarming clock the software changes the verbiage on that box to normothermia. Explained arctic sun device will continue to control patient temperature (pt) at targeted temperature (tt) until therapy was stopped.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Noted box under normothermia was flashing. Patient temperature (pt) was 36.5c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 1.0 l/m. Advised therapy was actively running. Patient was in hypothermia and once time had been met under rewarming clock the software changes the verbiage on that box to normothermia. Explained arctic sun device will continue to control patient temperature (pt) at targeted temperature (tt) until therapy was stopped. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they've completed the rewarm phase and need to maintain patient in normothermia. Noted box under normothermia was flashing. Patient temperature (pt) was 36.5c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 1.0 l/m. Advised therapy was actively running. Patient was in hypothermia and once time had been met under rewarming clock the software changes the verbiage on that box to normothermia. Explained arctic sun device will continue to control patient temperature (pt) at targeted temperature (tt) until therapy was stopped.